Event description:
Biotechnician faxed report of pt having respiratory failure and subsequent respiratory resuscitation. Report indicates pt was receiving 1mg/hr of bilaudid after surgical laminectomy. 75 minutes after a nursing status check on pt was found unresponsive. Pt was resuscitated, given narcan and transferred to the emergency room. The pt was intubated and resuscitated for respiratory arrest. Report indicates pts respiratory failure was likely due to pulmonary edema from 5 liters of fluid rec'd in or in conjunction with opiates. Report does not indicate any failure of pump, nor does it indicate any user error. Report does indicate that pt recovered with intubation, management of respiratory failure, administration of narcan and observation in emergency room. Biotechnician states pump was not isolated after incident.